Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use it was discovered that the tubes were expired with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter: customer called in to see if there would be any affect on the samples due to being expired. The samples were used for antibody testing, multiple tubes that were drawn in april. Expiration date for tubes were 03/31/2020. Additionally, on 2020-04-21 the bd sales consultant provided the following additional information: no result came back erroneous that we have seen, we had donors retested and all same results as old lot. Sample conditions were good just 11 days at the oldest potentially drawn we at the center have 2 methods of drawing for atypical blood testing, unsure if all or some used this expired lot. Needle and edra tube were the instruments used. Good for edta usage, the phlebotomist draws the blood and within 15 to 20 mins is spun down and the plasma is drawn out with a pipette and transferred into another no additive tube. Atypical antibody blood screening was run. Ranges for this test are either positive to contain 1 or more antibodies or negative for all. All tests were negative on initial and retest. Results were acceptable for donors to donate. This is all I was able to provide. Our center risk analysis was able to deem it a minor deviation as we were able to redraw donors to obtain correct results for our plasma to be shippable.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use it was discovered that the tubes were expired with a bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes. The following information was provided by the initial reporter: customer called in to see if there would be any affect on the samples due to being expired. The samples were used for antibody testing, multiple tubes that were drawn in april. Expiration date for tubes were 03/31/2020. Additionally, on 2020-04-21 the bd sales consultant provided the following additional information: no result came back erroneous that we have seen, we had donors retested and all same results as old lot. Sample conditions were good just 11 days at the oldest potentially drawn we at the center have 2 methods of drawing for atypical blood testing, unsure if all or some used this expired lot. Needle and edra tube were the instruments used. Good for edta usage, the phlebotomist draws the blood and within 15 to 20 mins is spun down and the plasma is drawn out with a pipette and transferred into another no additive tube. Atypical antibody blood screening was run. Ranges for this test are either positive to contain 1 or more antibodies or negative for all. All tests were negative on initial and retest. Results were acceptable for donors to donate. This is all I was able to provide. Our center risk analysis was able to deem it a minor deviation as we were able to redraw donors to obtain correct results for our plasma to be shippable.